Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with injection reflin (route not reported, 500 mg, frequency and duration not reported) and injection fortum (route not reported, 500 mg, frequency and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies was not reported. Patient outcome was unknown. No additional information is available.